Event description:
The customer observed multiple occurrences of prism drain time errors for the prism hiv o plus and/or hepatitis b surface antigen assays when prism reaction tray lots 90044m500 or 90359m500 were in use. In troubleshooting the issue, the customer used a different lot of reaction trays and generated drain time errors for prism controls and prism channel #6 went off line due to the drain time errors. The customer stated fewer errors were observed when serum samples were run instead of plasma samples. A service call was initiated as the customer as unable to resolve the issue. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Additional prism reaction tray lot 90359m500, manufacturing date: 7/19/10, expiration date: 7/18/11. Prism 6 channel analyzer, list # 6a36-04, (B)(4). The cause of the prism error codes for the calibrators, controls or samples was due to an increase in drain time errors affecting several lots of prism reaction trays. A product correction letter was sent to abbott customers with instructions to discontinue use of the prism reaction trays when used in conjunction with the prism hiv o plus or hepatitis b surface antigen assays. The customer letter also indicated the use of prism reaction trays was acceptable if not utilizing the hiv o plus or hepatitis b surface antigen assays and to continue use of the affected reaction trays until a new lot of reaction trays arrived at the customer facility.

Manufacturer narrative:
(B)(4)